Event description:
Reporting status: death. Reporting rationale: myocardial infarction (mi); subsequent death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, the procedure was to treat a lesion in the right coronary artery (rca). First, a 2.5 x 23 mm xience v stent was deployed in the distal portion of the rca. Second, a 3.0 x 28 mm xience v stent was deployed in the mid rca. Lastly, a 3.0 x 23 mm xience v stent was deployed in the proximal portion of the rca. There were no reported pt effects or product issues at the time of the procedure. However, in 2009, it was reported that the pt had died at home the day prior. Reportedly, the pt had a "heart attack" per verbal report from the primary care provider's (pcp) office. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- death and mi, as noted in the IFU and risk assessment, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency and since there was no reported product malfunction. In this case, it is likely that the death was a secondary effect of the myocardial infarction. Although a conclusive cause for the reported pt effects, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency. The other two xience v stent indicated are being reported under this MFR report number.